Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 29-oct-2020 that occurred in the operating room during use in the united states. The reported complaint that while a "ercp[endoscopic retrograde cholangiopancreatography was] being done in the or with an endoscopist and a surgeon. When the endoscopist tried putting the scope thru the trocar it got stuck. When the scope was removed the cap had come off inside the trocar. This was attempted a second time with this same patient and after checking to see if the cap was secure and placed properly, it came off again inside the trocar.", involving a pentax medical accessory model oe-a63, lot #0011040, used with a pentax medical video duodenoscope, model ed34-i10t2, unknown serial number. The trocar was removed and replaced. The endoscope serial number were requested. The complaint is currently under investigation.